Event description:
During a pulmonary vein isolation procedure, there was a blood leak at the hemostasis valve of the introducer. The valve was checked but it continued to leak. The introducer was exchanged, and the procedure was successfully completed without any adverse patient consequences.

Manufacturer narrative:
Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal and a tear was noted in the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured and torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.